Event description:
On (B)(6) 2022, a customer from uruguay notified biomérieux of obtaining an underestimated result when testing an external quality control with vidas estradiol ii 60 tests (B)(4)., batch number: 1008872270, expiry date: 19-jul-2022. The customer participated to a proficiency testing challenge (subscription 178963 / bche 432) and tested the external quality control a with a target of 521.7 ng/ml with the expected range [365-679] ng/ml. The customer obtained result of 359 ng/ml for sample a. As there is no patient associated with this external quality control, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated. Note: note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer from uruguay who obtained underestimated result when testing external quality control with vidas® estradiol ii 60 tests (ref. (B)(4) , lot 1008872270, expiry date: 19-jul-2022) during proficiency testing challenge (subscription 178963 / bche 432). The customer obtained for sample a, a result of 359 for a target (mean) of 521.7 ng/ml and range [365-679] using vidas estradiol ii lot 1008872270. Complaint analysis: the complaint analysis did not reveal this issue as a systemic quality issue. Quality control records: there is neither CAPA nor non-conformity linked to this issue on this vidas assay. Analysis and tests conducted by complaints laboratory. Control chart analysis: this analysis was carried out: on four (4) internal samples with a respective target at 362 / 467 / 546 / 617 ng/ml . On seven (7) batches of vidas estradiol ii including the customer¿s lot 1008872270. The analysis of the control charts showed that all results are within specifications and the lot mentioned by the customer is in the trend compared to the other lots. Unfortunately, vidas estradiol ii ref. 30431, lot 1008872270 was already expired when the investigation started and it was not possible to carry out any test on the lot. However, vidas estradiol ii ref. 30431, lot: 1008872270 was used for other investigations and showed to comply with its expectation. Analysis of reports related to eqa program: our complaints laboratory subscribes to external quality assessment program (eqa) and has tested quality control samples from probioqual organization (french organization) on vidas estradiol ii as an ordinary laboratory. The analysis of report issued by probioqual organization for a quality control samples with a mean close to the concerned quality control sample showed good distribution of results for the vidas peer group (32 participants) with a cv of 7.4%. This is a good variability taking into account the number of participants with lot of reagent, different calibration and different instrument. The result obtained by the complaints laboratory using vidas estradiol ii lot 1009010230 complied with expected results with a bias of 11.8% and a z-score of 1.6 (within acceptance criteria because below < 2). According to analysis of control charts, it seems that vidas estradiol ii lot 1009010230 gave similar results as the lot used by the customer (lot 1008872270 ). Conclusion: unfortunately, there was no more customer material available and since the lot 1008872270 used by the customer was already expired when the investigation began, it was not possible to perform testing. It was not possible to identify an obvious root cause and explain the customer's result. The phenomena observed by the customer can be due to one or a combination of causes listed below: the quality control sample processed by the customer (e.g reconstitution, stability, homogenization, and handling). The calibration results. The establishment of the range and target (very low number of participants). According to the investigation outcomes, there is no reconsideration of vidas estradiol ii ref. (B)(4) , lot 1008872270.